Event description:
A patient reported via manufacturer representative that they were experiencing pressure at the site of the implantable neurostimulator (ins). The patient was told by their healthcare provider (hcp) that they had an infection and were given antibiotics. No environmental or external factors that may have led or contributed to the issue were reported. It was noted that the hcp would have further information on the event 6 weeks from the date of this report. The manufacturer representative is to follow up with the hcp to obtain that information. The patient's status at the time of this report is "alive, no injury." Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.